Event description:
The customer experienced ion selective electrode (ise) issues over two weeks and received questionable results for three patient samples. The samples were repeated on another cobas c501 analyzer. Of the data provided, only the sodium result for one patient was discrepant and reported outside the laboratory. The samples were processed by the modular preanalytic analyzer (mpa). The initial sodium result was 132 mmol/l and the repeat result was 139 mmol/l. The repeat result was believed to be correct. The patient was in the ER and the customer spoke to the ER physician directly. No treatment was given in response to the initial results and the patient was released from the ER. There was no adverse event. The sodium electrode lot number and expiration dates were requested, but were not provided. The field service representative found a salt build up in the ise heat block. He cleaned the heat block and the ise drain and he adjusted the cuvette regulator. He ran a precision check with results within specifications. The customer ran calibrations and qc which were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.